Event description:
Caller reported a cartridge alarm 20, but it did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Customer had not previously reported this specific alarm with the pump, although there were cartridge alarms with consecutive cartridges. Technical support decided to replace the pump. Customer was informed that the new pump would come with updated software and was instructed on how to transition to the replacement pump. They also received instructions for returning the problematic pump using a pre-paid label.